Manufacturer narrative:
A medtronic representative, following up with the site, suspected that the site had the emitter incorrectly placed and that is what was causing the intermittent tracking. The instructions for use (IFU) that accompanies the device provides guidance for proper emitter placement.

Manufacturer narrative:
Patient weight not made available from the site. On 05/27/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure, the site's navigation system tracked intermittently. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to complete the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.